Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was partially inserted and removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was partially inserted and removed/replaced during the same procedure. Device evaluated by MFR: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had a "difficult time," and experienced resistance when implanting the intraocular lens (iol). The lens did not deploy correctly; deploying halfway out, into the eye. The iol was partially inserted and the doctor tried to slightly maneuver the lens, but then removed it. No secondary surgical instrument was required to maneuver the lens. The doctor used balance salt solution from a different company as a lubricant. The doctor instructed the nurse to re-load the lens, but the nurse noticed the haptic was bent and "wouldn't unfold right." The procedure was completed successfully using the same model lens as a replacement. There was no patient harm and the patient outcome is good. No further information is available.